Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller that patient was doing great and didn't need any medication, until they had a fall on their ins site in (B)(6) 2017. Caller states that the patient's device just didn't work the same after the fall. Caller thinks the ins was jarred loose, and had the device off, until the medication stopped working for patient. Caller states they are at the point where the patient needs the ins status checked and potentially reprogrammed, but the hcp has not heard back from the rep. Caller states the patient has to wear 2 diapers to help with urination because it just comes out of patient's body without knowing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient stated in (B)(6) 2017 stated hcp would have office to contact manufacturer to come out and adjust device in the meantime. The patient symptoms has not been resolved. The patient had not had a call from manufacturer since they made a call from (B)(6) 2018 and (B)(6) 2019. The doctor prescribed medication to help with the symptoms while waiting for manufacturer. The patient stated they have called several times but with no call back from manufacturer. The patient indicated meanwhile the medication was helping. In (B)(6) 2018 patient went to the urology for frequency urination. In (B)(6) 2018 ,medication stopped working . The patient stated nurse will start calling again in (B)(6) 2019. The patient has called 4 times between (B)(6)2019 visit and (B)(6) 2019 at the doctor's office and she was told still no call from manufacturer. Patient called in (B)(6) 2019 and spoke with rep who will assist to get a rep in the area for the patient.